Manufacturer narrative:
Age at time of event: (B)(6). (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® solent¿ omni was selected for a deep vein thrombosis thrombectomy procedure in the groin area. During three attempts to prime the catheter, error messages displayed. The device eventually primed. Aspiration was initiated inside the body for approximately 2 seconds. However, an error message displayed. Aspiration stopped and they stopped using the catheter. Upon removing the catheter out of the console, the vacuum bag inside the drawer was noted to be leaking saline. The procedure was completed with an unspecified stent and balloon. There were no patient complications and the patient's condition was stable.